Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "during a thoracic procedure a small unsoldered part fell off the applicator. The surgeon was able to remove it without any harm to the patient." Surgery was completed with another available applicator. The same event occurred in the or within days during different surgeries. It is unknown how long the delay in surgery was. All med watch submissions related to this report are: 9610612-2018-00470,

Manufacturer narrative:
All medwatch submissions related to this report: 9610612-2018-00469. 9610612-201800470. Investigation: the investigation was carried out by the responsible q-coordinator of the production plant. Pictorial documentation was carried out visually and microscopically by the vigilance investigator. The pin has cracked out of the shaft by overload, the welding seam is according to specification. Furthermore, the pressure marks at the working end are indicators for an off label use, most likely caused by using the forceps as a usual forceps. The instrument must only be used to apply to ds clips according to the IFU. Batch history review: the device quality and manufacturing history records have been checked for the available lot number. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available as well as a result of our investigation, the root cause of the failure is most probably related to an insufficient usage. Rationale: this instrument is designed only for applying ds clips by aesculap, according to the IFU. The pressure marks on the jaw are indicators of a usage not according to the IFU, most likely caused by using the forceps as a usual forceps. No CAPA is necessary.